Event description:
Vns pt had experienced an increase in seizure activity above pre-vns baseline frequency. The pt's family member reported that following an increase in programmed parameters, the pt had 7 seizures per day. Per-vns seizure frequency is documented as a being 3 seizures per day. Programmed parameters were decreased and the pt's seizure frequency dropped back to 3 seizures per day. The device was later programmed to off and the pt continued to have 2-3 seizures per day. Topamax was discontinued from the pt's drug regimen approximately six weeks prior to vns implant. Treating neurologist plans to program the device back to on.